Event description:
It was reported that the patient experienced halos and glare along with a cloudy intraocular (iol) lens. To date the lens remains implanted. The event date was not provided. The serial number was not provided and therefore am unable to obtain the manufacture and expiration dates.

Manufacturer narrative:
Intraocular lens. Intraocular lens remains implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
In further evaluation of the report associated with this MDR, it was determined that only one eye of the patient was affected. This MDR represented the non-affected eye and was submitted in error; we are withdrawing it.